Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), prominent chordae for a mitraclip procedure. During the procedure, first mitraclip was implanted on the central side of anterior and posterior leaflet 2 (a2p2). It was decided to place the second clip. Clip was inserted, advanced and leaflets were grasped. Clip was locked and closed. Imager was concerned with anterior mitral leaflet insertion and interaction with secondary chordae. Anterior mitral leaflet insertion was checked. Clip was unlocked, opened with grippers down and it was observed that there was some bounce. Gripper was raised and leaflet was on but was not convinced. Clip was swung anteriorly and retracted up. Clip was shifted towards secondary chordae and the gripper was lowered. Steerable guide catheter was placed back to the neutral position. Physician had a doubt of clot. However, on evaluation it was observed that the mr worsened and the appeared to have flail with chordae. It was decided to remove the clip. Mitraclip xtw was opened and was implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.